Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unexpected restart alarm after battery change due to interface board broken solder joint. Pump monitored in 50 c oven for several days and no signal too low alarm noted. Also received with cracked reservoir tube lip and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and motor error alarm. The blood glucose at the time of the incident was 380 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.